Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment (communicator). The patient reported that the personal therapy manager (ptm) was "not working right." The patient stated that it took a "long time" to get connected to the pump and sometimes would get a message saying not found. During the call, the patient was able to connect and deliver a bolus. The ptm did stall at 91 percent but was able to receive bolus. Agent had patient toggle airplane mode off and on and informed patient it might help with connection. The troubleshooting steps that were taken on the call resolved the issue. When agent asked how long they had been experiencing connection issues patient stated since they got it 2 weeks after having their pump replaced on (B)(6) 2024. Additional information was received from the healthcare provider. It was reported that they were unsure of the cause of the connection issues, as the rep spoke with the patient. The hcp assumed that a new ptm was sent to the patient.